Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the pictures did not identify any specific defect on the impacted set. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150, an external blood leak was observed from the top of the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.